Event description:
It was reported to fresenius that a 10ml syringe luer lock w/out needle had a leak during use. "Syringe leaks". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).